Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor lumera contour moderate profile gel-filled breast implant, catalog # 324-1307, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two mentor lumera contour moderate profile gel-filled breast prostheses that ruptured post-operatively. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants on (B)(6) 2017.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device weighed (B)(4) grams with bag. The gel appeared yellow. Brown material was observed within the device. Brown material and gel were observed on the shell surface. During initial examination, the product evaluation team (pe) found that the device was severely rented. It was returned in two sections. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown material observed. The device history record (DHR) of lot number 5575195 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).